Event description:
It was initially reported the patient's device showed high impedance readings during a replacement surgery. It was stated that impedances >10,000 ohms were seen at times, however at other times impedances were normal. It was later reported by the patient's health care provider that a lead or extension was replaced at the surgery. It was stated the high impedances resolved. The reason for the replacement of the ins was not reported by the hcp. The patient outcome was reported as "no injury." If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead 39565-30 serial # (B)(4) extension 3708160 serial # (B)(4) extension 3708160 serial # (B)(4) programmer 37742 serial # (B)(4) recharger 37752 serial # (B)(4).